Event description:
It was reported to covidien that the device was returned for repair because of missing segments. It is uncertain whether it occurred while in use or not, no patient harm reported.

Manufacturer narrative:
The front board was replaced. The serial number provided was not valid in the system, therefore, the manufacture date is unknown. (B)(4).